Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The web was implanted and the delivery system was not returned for evaluation. The root cause cannot be determined. The instructions for use (IFU) identifies device migration, hemorrhage, parent artery occlusion, and vessel dissection or perforation as potential complications associated with the use of the device. The submission of this report or related information to the FDA, and its release by the FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that treatment was performed for a right p-com aneurysm on a patient under conscious sedation. After uneventful placement of the web, imaging demonstrated a small amount of encroachment of the parent vessel. Delayed imaging demonstrated good flow within the parent artery [right internal carotid (rica)] and decreased flow into the aneurysm sac. The web was detached approximately 7 minutes after deployment. A subsequent neuro check was performed and the patient demonstrated weakness of the left upper extremity. 3-d reconstruction angiography demonstrated reduced flow in the rica and web migration from the aneurysm sac into the distal right mca-m1 segment. There was total occlusion of the right mca branches and outflow. Attempts were made with multiple devices to retrieve the web; however, all efforts were unsuccessful. A stent was implanted to compress the web against the m1 vessel, and in-stent balloon inflations were performed; however, there was only slight increase in flow. The m1 vessel appeared to have a new vessel dissection with associated extravasation at the site of the balloon inflations. Ten (10) embolization coils were implanted to sacrifice the parent vessel to occlude the extravasation. Final angiogram demonstrated total occlusion of the mca vessel and outflow. The patient was intubated and transferred to the neuro-ICU. The patient is reported to be in critical condition and still on a ventilator at the time of this report.

Manufacturer narrative:
Updated information received on (B)(6) 2020. It was reported that the patient died on (B)(6) 2020 after the patient's family elected to discontinue life support. Additional data: (b2). Additional data: (h1). The instructions for use (IFU) identifies death as a potential complication associated with the use of the device.

Manufacturer narrative:
Additional/clarifying information received from the sales rep on 4/13/20: after placement of the web in the aneurysm, angiography demonstrated signs of normal web compression within the aneurysm as expected, consistent with an appropriately sized device. At the very end of the case, the patient was roused for a neuro check and she exhibited signs of a stroke. After multiple unsuccessful attempts to remove the web with a stentriever, an lvis stent was implanted to pin the web to the vessel wall, followed by in-stent inflations with a non-microvention angioplasty balloon. Vessel dissection with bleeding (extravasation) was identified immediately at the site of stent implantation. The physician stated the cause of the patient's death was "pressure build-up pushing down on the brainstem, secondary to hemorrhagic stroke."